Event description:
Patient representative reported "asymmetry and increase of volume", "experiencing a nightmare... And emotional pains".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade iii.

Event description:
Patient reports left side seroma-late and capsular contracture, baker grade iii. The device remains implanted.